Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade, the patient began to experience pre-syncope. The upgrade was interrupted and the device was found in back-up mode. Abbott technical support was contacted, the device was restored to normal function and the upgrade was successful. The patient was in stable condition.